Event description:
It was reported that when using the bd pyxis¿ es server, the patient appeared in a preadmitted status, even though they were already showing as admitted in the epic system. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
D.4 & h.4: serial number, unique device identifier, and manufacturer date not available. Upon investigation of the actual device used in this incident, it was determined that the patient was showing a preadmitted status in pyxis. A technical support specialist (tss) logged into the production application server. The tss opened structured query language server management studio and ran a downtime query, which showed that messages were delayed and that the processed time values were not populated. The tss restarted the external messaging service, the pyxis external inbound processors service, and all related microsoft.net services through the system services console. The tss connected to the carefusion connectivity engine services server and restarted the carefusion connectivity engine service and the carefusion connectivity engine system service. The tss then ran the downtime query again and confirmed that all messages were displaying current status. The system functioned after the technical support specialist troubleshot the device.